Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they are having a recurring issue with air bubbles in the cartridge and tubing. The patient stated that they woke up in the mornings with high blood glucose (bg) levels and checked the cartridge and tubing and there were air bubbles in both. The patient stated that this morning their bg was up to 551mg/dl with dizziness. The patient stated that they were able to prime the air bubbles out of the tubing and used the pump and manual injections to get bg under control. The patient stated the air bubbles do not normally occur until about 1 and a half after changing site/set/cart. The patient stated that they change their site/set/cart every 3 days and insulin is at room temperature. The patient is filling cartridge as per IFU. This report is being made due to the hyperglycemic event the patient experienced due to an alleged air bubbles in cartridge issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge was evaluated by product analysis on 10/31/2013 with the following findings: during investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no leaks observed from the luer connection, o-rings, or other parts of the cartridge and no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.